Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of trending data, a review of product quality history, and a review of product labeling. A review of the attachment provided by the customer was completed which confirm the nonreactive result of 0.01 iu/ml, no atypical signal profile was observed. The ticket search determined normal complaint activity for the lot with this being the only complaint received to date for this issue for this lot. A review of trending data and manufacturing documents did not identify any trends or issues. The field data was used to assess the performance of the architect hbsag assay using world wide data, the median population result for reactive samples (reported result range 0.155 to 0.344 iu/ml) for lot 04383fn00 falls within 1sd of the established baseline, indicating the lot is performing acceptably. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a false nonreactive architect hbsag quantitative result of <0.01 iu/ml was generated for a patient sample that retested reactive at >250 iu/ml. Hbsag testing using an alternate method was also reactive. No adverse impact to patient management was reported.